Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator upon power up the device had an alert message; breath delivery (bd) power on self-test (post) failure trying to get into service mode. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) evaluated the ventilator and verified the event, customer was advised that unit will need a new graphical user interface (gui) printed circuit board (pcb) and updated backlight inverters. Se provides an estimated cost to customer and customer does not want to repair the device at this time. Covidien was not authorized to repair the device. Customer will callback if they go forward with repair.